Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the ins stopped working; the patient didn't know why and what happened to it. The patient stated the ins lasted less than 1 year/about 8 months after implant. No symptoms were reported. No further complications were reported/anticipated.